Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. During troubleshooting, the fse identified that the power supply in m cabinet was defective. The fse replaced the power supply unit. After replacement of 24v power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified an issue with the power supply. Fse proceeded to replace the 24v power supply and the system was returned to use in good working order.